Event description:
It was reported the patient no longer felt stimulation. Stimulation was gradually replaced with a stabbing pain sensation. The area was very sore. Adjusting stimulation down and turning stimulation off and on again did not resolve the issue. The pain was present after stimulation was turned off. The patient fell on their knee three weeks prior to issue. The patient had not had their device checked yet. It was later reported on 2014-(B)(6) that patient came to the emergency room with shocking sensation from interstim device. The health care providers were to turn neurostimulator (ins) off and the pt went home.no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 3095-10, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3889-28, lot# va00dpw, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).